Manufacturer narrative:
The controller (B)(4) was returned for evaluation and passed visual inspection and functional testing. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarm" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms of type 'sys_front_phase_b_open' for reported event date; these alarms are indicative of contamination of the driveline connector and/or the controller. The most likely root cause of the electrical fault alarms is contamination by foreign material. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-03682 and 3007042319-2015-03683) submitted for devices related to the same event.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03682 and 3007042319-2015-03683) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As per IFU: to prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. Patients are instructed to always keep a spare controller available at all times. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-03682 and 3007042319-2015-03683) submitted for devices related to the same event.

Event description:
The report received indicated that the customer sent in files with reproducable electrical fault alarms. Cleaning was recommended and service was performed. Patient was prepped with o2 insufflation, inotropes and volume to compensate pump stops. Structure of contamination was a greenish, slightly yellow substance and rest of blood in the connection was visible. The controller was exchanged and the patient tolerated the procedure well. There were no reported consequences or impact to the patient. Log files are available. Investigation is ongoing.